Manufacturer narrative:
One pencil was received and found to function properly; however, internal examination of the switching mechanism showed waters spots of the idc pins. A failure analysis was conducted and reliability improvements to the pencil have been made which include material changes to improve the fluid resistance of the pencil switch.

Event description:
The customer reports that the pencil is self-activating.